Event description:
Event description guidant received information that following a shock this implantable cardioverter defibrillator (ICD), which is included in an advisory population, emitted tones. Attempts to interrogate this device were unsuccessful and thus the device was explanted and replaced. There were no adverse effects to the patient.